Event description:
As stated by the customer 2012-06-26: during the transfer of the pt from the wheelchair to the bed, while the pt was in up position, one of the clips of the sling (left leg) unhooked so the pt fell down.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. ((B)(4)) on behalf of the MFR arjo hospital (B)(4). MFR complaint number: (B)(4). Please note that while this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the mfg site arjo med. (Under (B)(4)). As of 06/15 2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjo hospital (B)(4) and any medwatch reports will be submitted under (B)(4). Add' l info will be provided upon conclusion of the MFR's investigation.